Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. Unable to verify motor position encoder error alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported the customer had a motor error alarm followed by a motor position encoder error alarm. Customer's blood glucose was 242 mg/dl. Customer could not recall any significant events leading to the alarm. Customer also stated they were unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.